Manufacturer narrative:
Mentor received an update on the events submitted in the initial report. Two weeks to the previous reported event date of (B)(6) 2019, the patient experienced a sudden onset swelling on their left side. For this reason, the event date has been updated to an estimated (B)(6) 2019. On (B)(6) 2019, enlarged left-sided lymph nodes were identified via ultrasound. On that day the patient had also undergone a lymph node biopsy. The lymph node was identified as benign. A floroscopy was performed as well and a 600-700cc seroma was identified. As a result, 680cc of the seroma was drained. The cytology and pathology reports did not identified any abnormal findings. The patient also had signs of soft tissue necrosis on their left side. On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: lymphadenopathy, late-onset seroma, soft tissue necrosis manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, the product investigation was completed. Device investigation summary: during visual inspection of the device, an area of siltex cracking was noted in the posterior view. Within the area of siltex cracking, a tear was noted, measuring approximately 0.3 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds in the shell of siltex breast implants. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Palpable lymph nodes may be the result of bacterial or viral infection, neoplasm (primary or metastatic), or as the result of an idiopathic inflammatory process or foreign body reaction. Excessive postoperative accumulation and/or transient reaccumulation of fluid around an implant most likely occur soon after surgery; however, it can occur at any time. Symptoms from seroma may include swelling, pain, and bruising. While the body absorbs small hematomas and seromas, some will require surgery. Seromas presenting after the immediate post-operative period may require additional work-up by the surgeon. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with 600cc mentor memorygel breast implants and experienced postoperative bilateral capsular contracture (baker grade IV on the left, baker grade I-iii on the right). The diagnosis was confirmed by a physician upon examination. As a result, the patient is scheduled for a bilateral explanation on (B)(6) 2020 and replaced with unspecified breast implants. This report is for the patient's left-sided device.